Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to extended charge times, which may be an indication of an out of specification condition. Wth current information the device remains in service and will be replaced in the near future. No adverse patient effects were reported.

Event description:
--

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Event description:
Additional information indicates that this patient underwent a revision procedure and this product was explanted and replaced for battery depletion.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.